Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pcz343, and no non-conformances related to the reported complaint condition were identified. Investigation summary: unopened samples of product code z968, lot pcz343 were returned for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported by a veterinarian that an animal underwent an unknown procedure on an unknown date and suture was used. The suture was separating from the needle while suturing tissue, unknown layer, interrupted loop. Additional suture from the same box was used to complete the procedure.